Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable (B)(6) elecsys hbsag immunoassay results when different sample types were tested on cobas e 411 immunoassay analyzer serial number (B)(4). Of the data provided for four patients, only the results for three were discrepant. Patient 1: the result on (B)(6) 2016 with serum was repeatedly reactive even after re-centrifugation at >5000 coi. A specific result of (B)(6) was provided. The result was confirmed with the (B)(6)confirmatory test. On (B)(6) 2016, the result from the serum sample from a separate draw was (B)(6). A sample mismatch for this patient was excluded with dna analysis. Patient 2: this patient was a (B)(6) male. On (B)(6) 2016, the result with serum was repeatedly (B)(6) even after re-centrifugation. A specific result of (B)(6) was provided. A plasma sample from the same draw was (B)(6). No specific data was provided. On (B)(6) 2016 the result for the original sample plus confirmatory reagent was (B)(6). On (B)(6) 2016, another serum sample from the patient was tested and the result was (B)(6). Patient 3: this patient was a (B)(6), pregnant female. On (B)(6) 2016, the result for a serum sample was repeatedly (B)(6) even after re-centrifugation. A specific result of (B)(6) was provided. The result was confirmed with the (B)(6) confirmatory test. On (B)(6) 2016, the result for a plasma sample from the same draw was (B)(6). The sample from (B)(6) 2016 plus confirmatory reagent was repeated and the result was (B)(6). On (B)(6) 2016, another serum sample from the patient was tested and the result was (B)(6). The sample from (B)(6) 2016 was tested on a vidas and the result was (B)(6). Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patients were not adversely affected.

Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. Samples from the reported patients were submitted for investigation, but were unable to be tested due to low volume or issues with the sample quality. Three samples from other patients from the same site were submitted for investigation. Clarification was requested concerning if these samples had the same issue with hbsag results, but clarification was not provided. No specific result data was provided for these samples. As part of the investigation, the samples were tested and the hbsag result was reactive for all three samples. Two of the three samples were confirmed positive with hbsag confirmatory test. Based on the provided data, a general reagent issue could be excluded.